Event description:
It was reported that the surgeon implanted a cc4204bf collamer single piece lens in 2006. The lens was removed three months later, due to a refractive surprise. The reporter stated, the pt was unhappy with their vision, the difference in vision between the two eyes was bothersome and the pt had a blank spot in their vision. The incision was enlarged to remove the lens and another same model, different diopter lens was implanted. Sutures were required to close the wound.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusion: based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.